Manufacturer narrative:
Exemption number: e2015015. The device was discarded by distributor because it was not sterile, being unsuitable for investigation. Therefore, the device was not received by manufacturer.

Event description:
The clinician reported that on the day the implant was placed in (B)(6) site 20 in the mouth, a failure occurred upon insertion. The site was not grafted. Patient's hygiene was good. There were no reported complications. (B)(4)

Manufacturer narrative:
The manufacturing date is unavailable in the database. The device was sent to the manufacturer in a manner unsuitable for investigation exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 20 in the mouth, a failure occurred upon insertion. The site was not grafted. Patient's hygiene was good. There were no reported complications.